Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where it was reported there was excessive air in line distal to cassette in plum infusion pump set. The event occurred in the chemotherapy centre and there were 2 episodes of excessive air in line. The pump alarmed eventually in most occasions. The nurse saw air distal to pump, proximal to patient. There was patient involvement but no patient harm. This captures the first of two occurrences.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is returned a follow up report will be sent.